Event description:
A home patient (hp) contacted global technical services regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during use. The hp stated the supply bag fell and disconnected. The technical service representative (tsr) advised the hp to replace disposables and either start over with new disposables or perform continuous ambulatory peritoneal dialysis. Proper procedures per the user manual were reviewed with the hp. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause was due to air being sucked into the disposable after the supply bag fell and disconnected. The customer stated the supply bag fell and disconnected. A batch review was not performed because the lot number was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer reported to baxter (B)(4) that a spike of the y- set spiked the outside of spike port. The customer reported no alarm. There was no patient injury or medical intervention.